Manufacturer narrative:
The device in question has not yet been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and/ or significant information is found, a supplemental report will follow. Additional 510k# h020002/s5.

Event description:
The physician reported he was performing neurovascular endotherapy procedure. The ports of the stent system were properly irrigated during prep before the procedure. The physician reported he positioned the stent in the anatomical position he wanted and reportedly noticed resistance when manipulating the stabilizer. It was at that time the physician reported he made the decision not to continue trying to liberate the stent, but to withdraw it completely. The physician reported "during the attempt to withdraw the stent, it was deployed spontaneously in a place different from the anatomical target without putting the patient at risk." The procedure was completed with another similar device. The physician refused to provide any additional information related to the patient.